Manufacturer narrative:
Results: the atraumatic tip of the returned sepd was fractured approximately 90.0 cm from the proximal end. Coagulated blood was observed on the fracture distal tip of the device. Conclusions: evaluation of the returned sepd confirmed that the atraumatic tip distal to the bulb was fractured. Coagulated blood clot was observed on the fractured distal tip of the device. If the sepd is repeatedly manipulated through tough clot burden, damage such as this may occur. If the core wire fractures, the wrapping wire may fatigue and fracture as well. No other devices associated with the complaint were returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a dialysis fistula using an indigo system catd aspiration catheter (catd) and an indigo system separator d (sepd). During the procedure, the physician made approximately four passes in the target vessel using the catd but was unable to aspirate the clot; subsequently, the physician decided to use a sepd with the catd. While advancing the sepd in and out of the catd, the physician noticed under fluroscopy that the distal tip of the sepd broke off into the clotted portion of the fistula. The physician performed open surgery to retrieve the broken distal tip and remove the clot. There was no report of an adverse effect to the patient.